Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported unknown side "rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, two openings on posterior, crease fold, and wear abrasion. A microscopic analysis was performed which identified: two striated openings on posterior. Based on the device analysis the final assessment is: two striated openings on posterior assessed as surgical damage. No calcification was observed. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength result was acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30013010 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of dec 2019 through nov 2021, was noted an outlier in (B)(6)2019. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some sealers and sterilizer were involved in more than one occasion, however, calibrations and maintenance of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional additionally reported "positive phagocytosis" and benign calcifications.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Continued h6. Health effect impact code: f2203. Device evaluation: visual analysis of the photographs two devices with different lot number, one with lot number 2358111, the other has lot number 2502154 with white biological tissue biological color, in another photograph an opening is observed in the device, however the explanted side is not identified. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
This represents the left side. Device has been explanted.